Event description:
The complainant stated there was a near miss in the ER, the pt walked to the stretcher in the hallway and went to sit on it near the foot end. The stretcher moved away when the pt leaned against it and almost fell. The pt was not injured.

Manufacturer narrative:
The last preventive maintenance on the stretcher was performed on (B)(6) 2011. The technician found all four casters would go into brake, but the casters would ratchet and still spin to the side. The account declined to repair the stretcher.